Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer needed a battery cap replacement. The customer stated their button was going flat and was not connecting to the battery. The customer also reported having several blank displays on their insulin pump. Customer also stated their batteries has only been lasting for only two days. The customer declined to troubleshoot. Customer's blood glucose was 115 mg/dl. No additional information provided.